Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a pre-existing condition. The patient suffered from parkinson's disease and requested a spectra penile prosthesis (spp). The ipp was explanted and replaced with an spp. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.